Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. The board was installed into a test system and ran sine cycle for 10 minutes, 20 power cycles and sat in idle for an hour without issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the surgical staff experienced a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted multiple power cycles and breaker resets but the issue persisted. At that point, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the power tray board on the vision side cart (vsc) to resolve the issue.